Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the proximal right coronary artery. A jr4 non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a non bsc thrombus aspiration catheter was used to suction the thrombus. Then a 12x3.50mm promus premier stent was advanced but encountered difficulty due to strong resistance in the guide catheter. The device then became stuck with the guide wire and the physician elected to stop using the device. Both the device and the guide wire were removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.